Event description:
Event description cpi received information that during a routine implant of an implantable cardioverter defibrillator (ICD) the phsician was attempting to implant an endotak downsize plus (dsp) lead and the physician was concerned about possible lead integrity over the long run. He elected not to use this lead and went with another (dsp).